Manufacturer narrative:
Film evaluation results are: the exact cause of the distal type I endoleak could not be determined from the limited still angio images provided. However, it appears that implanting the limb within the aneurysmal, irregular shaped, and short right common iliac artery, with a resulting inadequate distal seal, likely contributed to the endoleak.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 51 mm diameter abdominal aortic aneurysm. The right common iliac artery measured 22, 15 mm in diameter. The right internal iliac artery measured 14 mm in diameter and the external iliac artery measured 13 mm in diameter. It was reported that pre-op CT scan showed marginal seal zone in the right common iliac artery. Embolization of the right hypogastric was suggested prior to the index procedure; however, the physician preferred to use intravascular ultrasound (ivus) during the index procedure to confirm the iliac diameter and seal zone length. During the index procedure, the physician elected to implant an endurant 16x24x156 limb extension as the right common iliac artery measured 21mm, according to the ivus. On the final angiogram, a distal type I endoleak was observed. A retrograde sheathogram also confirmed the distal type I endoleak. The patient received treatment. The physician embolized the right hypogastric artery with another manufacture's vascular plug and implanted an endurant limb extension in the right external iliac artery. Final retrograde sheathogram showed that the distal type I endoleak was resolved. Per the physician, the cause of the distal type I endoleak was due to patient anatomy, large right common iliac artery and there was minimal seal zone. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.